Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 1.75mm x 2.25mm in size. The instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The instrument was found to have a broken electrical contact. The broken contact measured approximately 0.65mm x 0.85mm. The broken contact was not returned with the instrument. The electrical contact broke as a result of the break in the tube adapter. The instrument was found to have thermal damage on the inside of the instruments tube adapter. The instrument passed an electrical continuity test. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. Thermal damage can be the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp monopolar cautery instrument was not moving properly. The procedure was completed with no reported injury.